Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparations for a pulsed field ablation procedure for atrial fibrillation, an unusual noise was heard when a farawave catheter was deployed to flower and flushed using a 20 cc syringe. Then, the farawave catheter was inserted into a faradrive sheath and aspiration was attempted using the same 20-cc syringe. Visible air bubbles appeared through the aspiration syringe at this point. No air was observed in the patient. The catheter was replaced with a similar device, and the procedure was able to be completed. No patient complications occurred. The devices is expected to return.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection revealed no outer abnormalities were noted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The sheath was leak tested, and the sheath passed all leak testing.

Event description:
It was reported that during preparations for a pulsed field ablation procedure for atrial fibrillation, an unusual noise was heard when a farawave catheter was deployed to flower and flushed using a 20 cc syringe. Then, the farawave catheter was inserted into a faradrive sheath and aspiration was attempted using the same 20-cc syringe. Visible air bubbles appeared through the aspiration syringe at this point. No air was observed in the patient. The catheter was replaced with a similar device, and the procedure was able to be completed. No patient complications occurred. The device has been returned.